Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarms. Customer's blood glucose value was 257mg/dl. Customer stated that hey were able to complete pump rewind but the self test did not pass. Customer made some correction and new blood glucose value was 140mg/dl. Insulin pump will be returned for analysis.

Manufacturer narrative:
The motor arm cannot communicate with the main arm and hardware low level failures error during self test and confirmed in the device history due to broken trace on keypad assembly.